Event description:
The user facility claimed that during a procedure, the video image intermittently goes black. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was forwarded to regulatory affairs for investigation. The investigation results confirmed the user's claim of the intermittent image problems after testing the endoscope for several hours. The source of the difficulty appears to be related to the charge-coupler device (ccd) unit. This report is being filed as an MDR in an abundance of caution.